Manufacturer narrative:
Mindray conducted a review of the benevision cms logs for patients admitted between (B)(6) 2025 and discharged on (B)(6) 2025. The review focused on patient information deletion records, bed numbers, and equipment serial numbers, and did not identify any information related to the reported occurrence involving the patient with ID 5n tele 2 in room 502. It was determined that the td60 telemetry device was likely not connected to the central station. As no logs for the td60 were available after multiple attempts, the reported issue could not be confirmed. Mindray benevision cms with td60 telemetry functioned according to specifications.

Event description:
It was reported that on april 12, 2025, the data from a patient connected to a td60 telemetry unit (serial number (B)(6)) ID 5n tele 2 in room 502 was lost. There was no power outage during this time. The customer is requesting to evaluate if the data was deleted or if the patient was not admitted/discharged properly. The patient expired.

Manufacturer narrative:
System logs were collected by mindray field service representative. Under investigation.

Event description:
It was reported that on (B)(6) 2025, the data from a patient connected to a td60 telemetry unit (serial number (B)(6)) ID (B)(6) was lost. There was no power outage during this time. The customer is requesting to evaluate if the data was deleted or if the patient was not admitted/discharged properly. The patient expired.